Manufacturer narrative:
PMA/ 510k= k160229. The 1 x echo-hd-25-ebus-o-c of unknown lot number (pr 157807) is awaiting return to cirl for evaluation. On return of the device a lab evaluation will be carried out and the investigation updated. The customer complaint is confirmed based on the customer testimony. As the device is awaiting return for evaluation and the conditions of device usage cannot be replicated in the laboratory it is therefore not possible to conclusively determine the root cause of this complaint. The customer complaint is considered confirmed based on the customer testimony. As the lot number was not provided, a review of manufacturing instructions could not be complete. Prior to distribution, all echo-hd-25-ebus-o-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. The notes section of the instructions for use, ifu0077-3, which accompanies this device instructs the user to inspect the device prior to use for any damage: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". A section of the device did not remain inside the patient's body. The patient required an additional bronchoscopy procedure due to this occurrence. The patient required sedation due to the stress of coughing up a needle. However, the patient did not experience any adverse effects. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
It has been reported that during the initial biopsy procedure ((B)(6) 2016), the physician noticed that the needle was bent. He then switched to a different needle to complete the procedure. On (B)(6) 2016, the patient coughed up a fragment of a needle while at home. The fragment was about 1 inch (2.75 cm) in length. The patient was then seen in an emergency room at (B)(6). On (B)(6) 2016, the physician from the initial biopsy procedure examined the patient. A bronchoscopy was performed and it confirmed that there was no visible foreign body.